Manufacturer narrative:
Result - anchor material does not appear to have cinched properly. Product evaluation: one suturefix ultra ahr s assembly was returned for evaluation. Visual assessment of the device showed it has been deployed. The anchor/suture construct is free from the device. The anchor material does not appear to have cinched properly. Device forwarded to research and development for further evaluation. (B)(4).

Event description:
During a labrum repair, it was reported that the anchor pulled out of the bone. There did not appear to be any damage or issue with the device. The surgeon used the proper 1.9mm drill indicated for this device to prepare the site. The patient's bone quality was good. They did need to use a new drill site for the backup suturefix to complete the procedure, as this was the larger size and they did not have anything bigger that could be used in the same hole; the hole remained empty. There was a five minute delay and the patient was okay post-procedure.

Manufacturer narrative:
One suturefix ultra ahr s assembly was returned for evaluation. During visual inspection of the returned anchor assembly, it was observed that one of the repair sutures was missing from the anchor. It was confirmed by the sales representative that the surgeon removed one of the sutures from the device. Device was altered by the customer; no further action is required at this time. A review of the device history records was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that the surgeon removed one of the two sutures assembled on the device.